Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013, alleging the ok keypad button had a delay in response and often required several pressed to evoke a response. The reporter stated this issue began a few weeks prior. The reporter denied damage to the keypad and stated there was no evidence of moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the ok and up arrow buttons demonstrated intermittent response and required multiple presses to evoke a response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the keypad complaint, the display screen was found to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue.